Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) was leaking the following information was received by the initial reporter with the following verbatim rcc received a complaint via email. Email(s) attached we would like to report two 0.25 micron hal filters triflow connectors that were leaking during continuous infusions. The first image the hal was found leaking from the circular area directly on the filter.the second image hal was noted to be leaking at the proximal end of the filter at the connection of the smaller diameter tubing connects to the thicker tubing.we did save both products for investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported 2 filters leaking in material mz9270 and batch 23129221. Upon initial visual examination, the sets had no defects or abnormalities. The filter sets were tested by running air at 10 psi through the set, and submerging the sets in water. The sets both had air bubbles coming from the filter air vent, verifying that the filters were working correctly. This means that the filter leaks were caused by the solutions used by the end user. The root cause could not be traced to any issues with the filter. The root cause for the leakage is possibly the medication or solutions infused. Device history record review for model mz9270 lot number 23129221 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided